Event description:
Reporting status: death. Reporting rationale: perforation/death-medical intervention. Device issue: none. It was reported that after deployment of the rx vision stent to treat a 19 year old graft, a perforation occurred wich required treatment with a graftmaster stent. It is unsure if the perforation was completely sealed; however, no perfusion was noted and the pt started to decline and go into shock. CPR was performed and a balloon pump was placed; however, the pt passed away. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusions summation - factors that can affect perforation include, but are not limited to, bent/broken stent struts, expanding the stent above rbp, post-dilating only the proximal half of the stent/vessel and lesion morphology. The age of the graft may have been a contributing factor. Perforation and death, as listed in the IFU, are known adverse effects associated with coronary stenting, but not necessarily an indication of a product quality issue. A conclusive root cause cannot be determined.